Event description:
Pacemaker under bsc advisory for high battery impedance not dependent on pacemaker, recommendation is to do prophylactic pacemaker generator change when battery reaches 4 years remaining longevity. Discussed with with doctor a few days ago opted to move forward with prophylactic generator change patient waiting to be scheduled for generator change.